Manufacturer narrative:
Returned device was received in good physical condition but the screen was scratched. No evidence of reported problem in event log was found. During the evaluation of the device the device was started in application and there were issues found with the device double beeping with a cassette attached. The downstream sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with a "double beep, no cassette" error. This occurred during testing and there was no patient present at the time of the event. There were no adverse events reported.